Manufacturer narrative:
No report of patient involvement. The customer informed ge healthcare that the unit was repaired by a 3rd party service representative. The customer did not provide any details regarding this repair.

Event description:
The hospital reported that the unit boots up to a system malfunction, and notifies the user to switch to manual ventilation. There was no report of patient involvement.